Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the time on their pump was behaving erratically. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/05/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/23/2013 with the following findings: the black box data indicated a time and date was manually changed on 07/17/2013. A timekeeping test was performed and the pump was found to be keeping time accurately. The complaint could not be confirmed or duplicated on investigation.